Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for 3 unknown cannulated (7.3 mm titanium) screws /unknown lot. Secondary fracture dislocation. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article janssen, h; frey, s.p. And meffert, r.h. "Femoral neck screw fixation in the elderly". Trauma surgeon, 2011-114, pp.445¿451. A retrospective analysis was carried out on patients treated for femoral neck fracture with 3 cannulated (7.3 mm titanium) screws fixation between 4/1/2004 and 9/30/2009. In total, 62 patients have been treated with this technique. Of these, 35 patients (56%) were older than 65 years (average age is 77.7 years, with the oldest patient being 106 years). Complication-specific intervention was given to 4 patients: 2 cases (5.7%) of a secondary fracture dislocation 4 days and 6 weeks postoperatively, which were treated with hemiprosthesis. Subtrochanteric femoral fracture occurred in 2 cases. A copy of the literature article is attached to this medwatch. This is report 1 of 3 for (B)(4). This report is for 3 unknown cannulated (7.3 mm titanium) screws which refers 2 cases (5.7%) of a secondary fracture dislocation 4 days and 6 weeks postoperatively, which were treated with hemiprosthesis.